Event description:
It was reported by service report that the foot left siderail was stuck and the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord ground prong. Siderail stuck.